Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9,h3,h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the low-voltage lamp failed to light up due to a faulty converter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source was giving error code e103, and so the spare lamp indication was glowing. The main lamp was working fine and the lamp hour was 50. The issue was found during general inspection/maintenance by the field service engineer. There were no reports of patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.